Event description:
This unsolicited device case received from united states on (B)(6) 2013 from a physician via a company representative. The case involves a patient (demographics unspecified), who experienced pseudosepsis, swelling and pain after receiving synvisc one. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On an unknown date in (B)(6) 2013, four weeks ago, the patient initiated treatment with synvisc one injection (route of administration, dosage regimen, route of administration, batch/ lot number expiry date: unknown) in unspecified location for unknown indication. On an unknown date in 2013, the patient experienced pseudosepsis, swelling and pain. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.